Manufacturer narrative:
Keymed ltd., have requested the return of the subject device from olympus (B)(4), so that a full investigation can take place to establish the root cause of this malfunction.

Event description:
The olympus wm-np2 mobile workstation is intended for use in medical facilities under the direction of a trained physician and has been designed to be used with a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. Keymed have been made aware of an event in japan, where during the preparation for an unspecified procedure, the castor broke and came off from the workstation. The healthcare facility completed the unspecified procedure with the step stool under the workstation. There is no report of injury to neither the patient nor staff at the healthcare facility. This report is submitted in an abundance of caution.

Manufacturer narrative:
The subject device was returned to the manufacturer and images were provided by an olympus field service engineer in (B)(4). The manufacturer's investigating engineer reviewed the provided images. The images showed that the unthreaded section of the castor mounting stud seemed to be longer than specified by the manufacturer, plus the image also showed some scoring of this unthreaded section. The unthreaded section being longer than specified would have prevented the castor from being fully seated before the castor insertion tool torques out, thus leading the operator to thinking that the castor had been correctly installed and would also account for the scoring marks. If the castor had not been fully seated, it has a much greater chance of unwinding and increasing the gap, with any seating gap providing a weak point for the castor mounting. This weak point would make the castor more vulnerable to breaking through impact or shock load. Since the manufacture of this particular workstation, the base design of the workstation has been updated from a steel box frame design with castor mounting bosses to a solid metal strut with mounting washers. This later design with the use of 5mm thick mounting washers has much more margin for castors with unthreaded sections outside of specification and since its introduction in april 2014, no castor failures of this nature have been recorded.